Event description:
There was an allegation of questionable uric acid results from the cobas 6000 c 501 module. For one patient, the initial result was 1.2 mg/dl. The repeat results were 1.2 mg/dl and 5 mg/dl. For other patients, the results would be "0 or 1" and the repeat result would be "6". The questionable results were not reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The field service engineer found leaking in a rinse cuvette tubing, incorrect filling of the cuvettes, a dirty incubation bath and filter, a dirty external water container, and misadjusted sample and reagent probes. The investigation determined the service actions resolved the issue.